Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer's blood glucose level was 78 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with high sleep current due to corroded electronic assemblies. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and minor scratches on lcd window.